Event description:
It was reported that during equipment testing conducted by a manufacturer service technician at the manufacturing facility, the device had run on. There was no associated procedure, no patient involvement, no delay, no medical intervention, and no adverse consequences.